Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a remote monitoring alert indicating a potential device anomaly. Boston scientific technical services (ts) recommended interrogating the device with a programmer. No adverse patient effects were reported.